Manufacturer narrative:
Patient¿s information is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter¿s phone number is unknown. The (510k): device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4) used to capture additional medical/surgical intervention required: the complaint indicated that the procedure was not successfully completed. The nail was left inside the patient with the screws outside of the nail holes. The surgeon opted not to attempt correction of the implant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2018, after incision was made, surgeon opened medullary canal with awl under image intensifier. He then inserted a ball tip guide wire and did a reduction at shaft of femur. Surgeon reamed the medullary canal up to 13mm diameter and reamed the proximal third of femur up to 14mm diameter, over the long guide wire through protection sleeve. After measurement of the length, surgeon decided to use expert antegrade femoral (a2fn) nail, 10mm x 380mm, right for this patient. Scrub nurse assembled insertion instruments and surgeon tested the jig and nail before implanting into patient¿s body. After checking everything, the nail was inserted into patient body with hammer. Surgeon tighten the jig again and check the proximal end of nail by using guide wire. Both yellow three-part trocar sleeve was inserted into the jig. Guide wires were inserted into femoral head through the sleeve under image intensifier. Length of one of the guide wire was measured and the guide wire was removed. Surgeon drilled and inserted the hip screw. After that, he proceeded to the same procedure for another hip screw. Surgeon removed the first screw as it looked like embedded inside the bone. Surgeon decided to reinsert the screw with the addition of washer. Everything checked, and it looked good under image intensifier. Surgeon did two locking distal screws. After removal of all the instrument (jig), surgeon tried to shoot another image intensifier for his documentation for both ap and lateral view. Ap view looked alright. When proceed to the lateral view, he realized that both of the hip screws missed the nail. They are outside the nail holes. He was then tried to reinsert the jig into the nail which was inside the bone, however this failed. Sales rep advised to do removal of the implants and reinsert but surgeon refused. The nail was then left inside patient body with 2 pieces of hip screws which were missed the nail. No information to the patient outcome. The surgeon was concerned that the proximal nail end will come out when patient start mobilize since the screws were not holding the nail. However, the surgeon did mention that this patient might not have problem as the fracture consider transverse fracture and already reduced. It is also uncertain whether there will be a removal surgery in the future. Surgeon suspects that the aiming arm was faulty. Concomitant devices reported: insertion handle (part # unknown, lot # unknown, quantity 1); guides/sleeves/aiming: sleeve (part # unknown, lot # unknown, quantity 1); drill bit (part # unknown, lot # unknown, quantity 1); screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) expert a2fn nail ø10 r cann l380 tan lig. This is report 2 of 3 for complaint (B)(4).

Event description:
Device report from synthes europe reports an event in malaysia as follows: it was reported that during a surgery on (B)(6) 2018, after incision was made, surgeon opened medullary canal with awl under image intensifier. He then inserted a ball tip guide wire and did a reduction at shaft of femur. Surgeon reamed the medullary canal up to 13mm diameter and reamed the proximal third of femur up to 14mm diameter, over the long guide wire through protection sleeve. After measurement of the length, surgeon decided to use expert antegrade femoral (a2fn) nail, 10mm x 380mm, right for this patient. Scrub nurse assembled insertion instruments and surgeon tested the jig and nail before implanting into patient¿s body. After checking everything, the nail was inserted into patient body with hammer. Surgeon tighten the jig again and check the proximal end of nail by using guide wire. Both yellow three-part trocar sleeve was inserted into the jig. Guide wires were inserted into femoral head through the sleeve under image intensifier. Length of one of the guide wire was measured and the guide wire was removed. Surgeon drilled and inserted the hip screw. After that, he proceeded to the same procedure for another hip screw. Surgeon removed the first screw as it looked like embedded inside the bone. Surgeon decided to reinsert the screw with the addition of washer. Everything checked, and it looked good under image intensifier. Surgeon did two locking distal screws. After removal of all the instrument (jig), surgeon tried to shoot another image intensifier for his documentation for both ap and lateral view. Ap view looked alright. When proceed to the lateral view, he realized that both of the hip screws missed the nail. They are outside the nail holes. He was then tried to reinsert the jig into the nail which was inside the bone, however this failed. Sales rep advised to do removal of the implants and reinsert but surgeon refused. The nail was then left inside patient body with 2 pieces of hip screws which were missed the nail. No information to the patient outcome. The surgeon was concerned that the proximal nail end will come out when patient start mobilize since the screws were not holding the nail. However, the surgeon did mention that this patient might not have problem as the fracture consider transverse fracture and already reduced. It is also uncertain whether there will be a removal surgery in the future. Surgeon suspects that the aiming arm was faulty. Lastly, it was reported that there was a 45 minutes delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.